Event description:
It was reported that the catheter was placed in the ICU for pain control. The catheter functioned properly for six days. During routine removal, the catheter separated at the 7cm marking. The indwelling catheter portion was removed under fluoroscopy through a slightly enlarged insertion site incision. There were no pt complications.